Event description:
It was reported that, the surgeon inserted a cq2015v collamer three piece lens and the lens tore. There was no pt injury. Add'l info has been requested from the facility but to date none has been forthcoming. If add'l info does become available, a supplement medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens torn and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.